Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 1ml ll contained foreign matter. Rcc received a complaint via email. On 11nov2025 informed of an event with eylea 8mg vial kit which was categorized with the defect foreign matter fm - syringe. On 11nov2025 the office staff reported the following: " that there was a brown substance inside the syringe that came with the kit of eylea hd.¿ catalog: 309628, lot: 3158731. Customer response on (B)(6) 2026. 1. Can you please provide an exact date of event in format mm-dd-yyyy? 11nov2025.

Manufacturer narrative:
(B)(4) - supplemental MDR - foreign matter. It was reported that a brown substance was observed inside a syringe included in the kit. Multiple photographs of a 1ml luer lok syringe (part number 309628) were received and evaluated, showing close up views of a fully assembled loose syringe with a yellow brown discoloration inside the barrel that appears consistent with burnt plastic. The observed condition is non conforming to product specifications. The potential root cause is associated with the molding process, with the embedded foreign matter most likely being degraded plastic resulting from prolonged exposure of the resin to high temperatures during molding, such as during start up. This defect is cosmetic in nature and does not pose a risk to the customer. Furthermore, a device history record review was completed for the provided lot number 3158731. The review identified no rejected inspections or quality issues during production that could have contributed to the reported defect. Complaints received for this device and the reported condition will continue to be tracked and trended. Information will be captured in trend reports and monitored monthly, and the collected data will be regularly reviewed by the business team to identify any emerging trends.

Event description:
No additional information was provided.